Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. A review of the device history is not possible because the lot number was not communicated. If additional information becomes available, it will be provided on a supplemental report.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery due to tibial component loosening.

Manufacturer narrative:
The reported event could be confirmed based on available information and hcp assessment. The device inspection was not possible as the product was not returned for investigation. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Upon further assessment of provided information and CT scans hcp opined that - the loosening and subsidence of the anterior tibial component can be confirmed with the provided CT scan. There is radiolucence and cysts visible. There is also information given, that soft tissue balancing here achilles tendon may have contributed to the failure. This information would mean, that there is a potential patient related factor due to poor bone substance and a potential measurement or surgical factor may have contributed to the failure. Based on investigation, the root cause was attributed to most likely to patient related issue. The failure was caused by poor bone substance of the patient. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery due to tibial component loosening.